Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 570 mg/dl with an unknown cause. Customer reportedly addressed for elevated bg by administering manual injection. A system check could not be performed with tandem technical support as the event occurred in the past.